Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.  Corrected data: d.1., d.4., e.3.

Event description:
Health professional reported right side "late seroma after breast implant". Device remains implanted.

Manufacturer narrative:
The reason for reoperation is late seroma. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side "late seroma after breast implant". Device remains implanted.